Manufacturer narrative:
The customer and the field service engineer (fse) found salt around the reference electrode. After cleaning, no further questionable results were received. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
We received an allegation of discrepant results for 10 patient samples tested for sodium (na) on a cobas pro ise analytical unit. Patient 1 initial result was 148 mmol/l. The repeat results were 140 mmol/l and 142 mmol/l. Patient 2 initial result was 147 mmol/l. The repeat results were 139 mmol/l and 141 mmol/l. Patient 3 initial result was 147 mmol/l. The repeat results were 140 mmol/l and 140 mmol/l. Patient 4 initial result was 146 mmol/l. The repeat results were 140 mmol/l and 140 mmol/l. Patient 5 initial result was 149 mmol/l. The repeat results were 141 mmol/l and 143 mmol/l. Patient 6 initial result was 148 mmol/l. The repeat results were 139 mmol/l and 142 mmol/l. Patient 7 initial result was 148 mmol/l. The repeat result was 141 mmol/l. Patient 8 initial result was 151 mmol/l. The repeat results were 144 mmol/l and 146 mmol/l. Patient 9 initial result was 146 mmol/l. The repeat result was 138 mmol/l. Patient 10 initial result was 147 mmol/l. The repeat results were 127 mmol/l and 139 mmol/l. Revised reports were created for all 10 patient samples.